Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Knee replacement post op pain for almost 2 months. Update 31/july/2019 wg: as reported in adverse consequences details "following my knee replacement I immediately noticed crepitus and popping with occasional "locking" of the device. I have brought it up to the surgeon who performed the procedure numerous times and no explanation is provided to me as he seems not interested in my complaint. Is this something of a concern to me as it is painful all the time. Can you explain to me what's going on since my surgeon doesn't care since he's gotten his money".